Event description:
During implant, there was difficulty inserting the guidwire into the left ventricular (lv) lead. A different guidewire was used but there was still difficulty inserting it into the lv lead. A different lead was implanted and there were no adverse consequences for the patient.

Manufacturer narrative:
The reported field event on an inability to insert the guidewire was confirmed in the laboratory and attributed to a kinked inner coil. Damage found was consistent with damage incurred at the time of implant. No other anomalies were noted. Electrical analysis of the lead was normal.